Event description:
Driver block won't move. Was changing syringe and was unable to move driver block. Center clip was not up. Pressed firmly on clip but driver remains stuck. Denies unit dropped, bumped or exposed to moisture.